Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. The battery (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving critical battery alarms above 10% relative state of charge (rsoc) are most often attributed to communication errors between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the patient had a "critical battery" alarm. The event was not associated with a pump stop. The battery was removed from service and replaced with no reported consequence or impact to the patient. Controller log files are not available. The patient reportedly lives several hours away from the hospital. No further information has been provided.